Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on (B)(6) 2013 and performed to specification up to (B)(6) 2015. The device failed a self-test due to the shock key being pressed or stuck when the device performed the self-test on (B)(6) 2015. The device was successfully power cycled on (B)(4) july 2015. No further data was recorded in the history log. A test pad-pak was inserted and passed a self-test. No warnings were given and the status led continued to flash green. The device delivered test therapy without fault and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. The device was disassembled for investigation. The returned device performed to specification during testing at heartsine. The history log indicates the shock button had been depressed during a self-test which would have resulted in the red status led flashing. The fault could not be replicated during testing and the shock button functioned correctly throughout. This suggests the fault may have been caused by an intermittent fault with the shock button.

Event description:
There was no patient involved in this event. Device status indicator flashing red.